Event description:
I had a powerglide cause a vein spasm on (B)(6). We were unable to remove the device from the patient and in addition we could not separate the guidewire and plastic housing from the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.